Event description:
A malfunction was reported on the customer¿s pump, displaying a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who was advised on using multiple daily injections as a backup insulin therapy. The customer was also given instructions on returning the faulty pump to the company.